Event description:
Esophageal perforation on 2019 a (B)(6) y/o male comes to the hosp for electrophysiological study and pre ventricular contraction ablation. Physician decides to do a transesophageal echo. The pt was lying supine on the table and a block was placed in her mouth. The physician asked the pt to swallow and inserted the probe. The pt began flaying and tried to pull the probe out. Eventually, the physician completed the exam. The ablation was not completed. The staff inspected the tee probe after the event. The probe did not show any blood. The staff did not notice anything unusual about mechanical performance of the probe. The probe did not indicate that a esophageal tear occurred. The pt complained of chest pain and the physician a CT of the chest. The CT of chest indicated an esophageal tear. An esophageal x-ray with gastrografin confirmed a tear. Pt was taken to surgery for a right thoracotomy and esophageal tear. The pt has a chest tube and has developed pneumonitis. I was unable to find the current list of pt codes and device codes. (B)(6).